Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the previously working remote monitor would not start when the start button was pressed. The set-up was verified, switches were reset, and the cord configuration was checked. No patient complications have been reported as a result of this event.

Event description:
It was reported that the previously working remote monitor would not start when the start button was pressed. The set-up was verified, switches were reset, and the cord configuration was checked. No patient complications have been reported as a result of this event. It was further reported that the remote monitor was returned and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon initial inspection of the monitor, the monitor would not start interrogation. However, this failure disappeared during functional analysis, therefore a root cause could not be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.